Event description:
Guidant received info that this implantable cardioverter defibrillator (ICD) device and competitor lead system were exhibiting loss of capture. Guidant received add'l info that this pt has recently expired.